Event description:
Rptr has a ruptured implant causing dizziness, migraine headaches, and immobility of arms and legs on her left side. She has absolutely no strength. Her speech is changing and is sometimes slurred. Her blood pressure goes sky high for no reason then drops to practically bottom. She has constant pain in her chest, breast area, stomach, legs, etc. The pressure pains in her chest are caused by knots and hardness in the breast. She has rheumatoid arthritis.